Manufacturer narrative:
Evaluation summary: the pt's bmi is 27.8 according to height and weight provided. Primary operative notes were provided which note that the pt's bone quality was a little osteoporotic so 2 screws were utilized to secure the acetabular cup. Trial reduction with a +4 standard kinectiv neck gave stable flexion and rotation. Revision operative notes were provided which noted a considerable amount of scar tissue which may have been acting as a fulcrum causing impingement. No x-rays are returned for review, so the fit and orientation of the components cannot be assessed. A definitive root cause cannot be stated. Evaluation: review of the device history records did not find any deviations or anomalies. It is no suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, need for corrective action is not indicated.

Event description:
It is reported that the pt was revised due to multiple dislocations.